Event description:
Healthcare professional reported "rupture/deflation" against right side device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "rupture/deflation". A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "rupture/deflation" against right side device. The device has been explanted.